Event description:
Info received indicates a catheter broke inside a pt. There was approx 1 1/2 inches of catheter remnant remaining in pt after removal. The entire coil was removed. The physician was unable to remove catheter in his office. The pt was readmitted to hosp for removal of catheter. The catheter was located in lumbar region in musculature and not within the spine. The pt was discharged to home post operatively. The catheter was being used with an autofuser pump. The medication in pump was 0.25% bupivacaine plain.

Manufacturer narrative:
The device was not returned for eval. A follow up report will be sent when more info is available. This MDR was originally sent in on number. #1722139-2011-00403 which was duplicated.